Event description:
A malfunction occurred with a pump, specifically displaying a malfunction code 13, and it could not be reset. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy.